Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 15, 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The pt indicated that the alleged meter issue started in 2007, at 4:00 pm. Before the reported issue began, the pt already had symptoms of frequency urination and thirst. As a result of the alleged issue, the pt administered self-care by taking his usual dose of 8 units r-insulin. Four days later, at noon, the pt received assistance from an emergency room (ER). The ER tested the pt's blood glucose with an ER/hospital meter and got a result of "472 mg/dl." The pt was treated with 10 units of r-insulin two times. It would have been helpful to know the following information: the pt's testing frequency, what his last blood glucose reading was on the reported meter, when the last result was obtained, his medication and diabetes management regimens, and if the pt made any changes to the regimens because of the reported issue. Also, it would have been helpful to know how long the pt stayed in the hospital as well as the pt's diagnosis, when the pt's symptoms actually started, and if the pt's symptoms got worse during the time of concern. The pt had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: although the pt's symptoms developed before the alleged meter issue began, the pt claimed he was unable to test for 4 days and received insulin treatment twice while he was in the ER. It is not known what his blood glucose levels were before the meter issue started.